Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the atrial lead exhibited loss of capture. X-ray imaging revealed the lead had dislodged. On (B)(6) 2020, the lead was re-positioned successfully with a stylet. The patient was in stable condition during and following the procedure.